Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right ventricular (rv) lead was fixated and had good electrical parameters when measured with the pacing system analyzer (psa). When the lead was connected to the device and the pocket closed, the pacing lead impedance (pli) was increased. The pocket was reopened and the lead was repositioned to resolve the event. The procedure was completed successfully and the patient was stable with no consequences.